Event description:
My mother was otherwise healthy. She had a very mild tia, she was placed on warfarin 2mg and donepezil for mild dementia. She woke up in the morning of (B)(6) 2019 at 4am and was fine. She laid back down and was then unresponsive. Taken to hosp and was found to have a massive brain bleed, died a few hours later. My mother died as a result of the side effects of these two drugs. The drug mfrs should be held accountable the same as the cigarette makers were, despite their side effect warnings label.